Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing was noted when it comes to this device and competitor right ventricular (rv) lead. A revision took place and this rv lead was surgically abandoned. The device remains implanted. No adverse patient effects were reported.